Event description:
It was reported that the patient was to undergo magnetic resonance imaging (MRI) of the catheter tip to check for granuloma. No further information as provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type: accessory.